Event description:
It was reported that during a procedure using a quantum controller with a quantum foot pedal, the foot pedal did not work. A new foot pedal was located and used to successfully complete the procedure; however the event did cause a 30 minute surgical delay, while the other pedal was located. There were no pt complications reported as a result of this event.